Manufacturer narrative:
Investigation included customer care troubleshooting, user and caregiver interview, and review of device performance based on use feedback. Investigation of this case revealed an air bubble in the infusion line that was removed, after which glucose improved, and no device malfunction was confirmed. It was concluded that the hyperglycemia cause was unclear, with a probable contribution from infusion line air, and the event resolved after priming and reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a new ilet user experienced hyperglycemia with a peak blood glucose of 326 mg/dl while using a 6 mm infusion set in a care facility, with the nurse identifying air in the tubing that was primed out and the user reconnected, after which glucose declined toward range. Symptoms included elevated blood glucose without reported ketoacidosis or other systemic symptoms. Outcomes included return of glucose to target and no medical intervention or hospitalization.